Event description:
It was reported that the device flashes an error code during startup, but reporter can't see the error. No physical damage was reported. There was no patient harm, involvement or delay of therapy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that device flashes an error message. There was no applicable service history. Review of event log found motor service due alarmed multiple times. Functional testing was performed. Device was turned on and gave notification of "motor service due". Motor odometer found to be 12,115,650. Replaced motor, reset odometer to 0. The upstream occlusion (uso) seal was found damaged. Replaced uso seal. Device passed all testing criteria.